Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system showed the image disk free space as low. The rse checked with the customer and found that the system reported low free space, the customer already deleted many patients data, but the problem persisted. The system could emit fluoroscopy sometimes but couldn't emit exposure. No work has been performed by philips as the customer refused the service provided. There is no further information provided by the customer regarding the root cause of the problem and the resolution. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that image disk free space was low and although fluoroscopy could be performed, exposure was not possible at times. The device was reportedly in clinical use at the time the issue occurred. There was no reported patient or user harm. Philips has started an investigation of this complaint.